Manufacturer narrative:
This report is being submitted as part of a system level review. Which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2015, the pt was seen in the prison's infirmary due to abdominal pain, nausea and vomiting. Effluent was expressed from the peritoneal dialysis (pd) catheter was cultured and the pt was initiated an antimicrobial therapy via intraperitoneal (ip) route: drug name, does and frequency unk. The pf effluent culture results were negative for microbial growth and the white blood cell count was not elevated. On (B)(6) 2015, the pt was seen in the prison's infirmary due to feeling ill and being dehydrate. While in the infirmary pd therapy was initiated using delflex 1.5% pd solution. The pt had a blood pressure of 80/40 and was found unresponsive by the prison's nursing staff I the infirmary, still connected to the cycler. The nursing staff initiated cardiopulmonary resuscitation, however the pt expired. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All device history records (DHR) are reviewed and released according to DHR review checklist and release procedure. The system level review of liberty device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.